Event description:
The jazzy power wheelchair turned over with rptr, in a fire lane. The diesel trucks in the fire lane make it difficult to maneuver safely around them, into the apartment complex. Thee is no other way in or out of the complex, except the fire lane.